Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006, lot number h521667) was received at us cq. Visual inspection of the complaint device showed the protection sleeve component was missing and the needle component had broken off from the body component. No dimensional inspection can be performed due to post manufacturing damage. This complaint is confirmed as the needle component has broken off from the depth gauge assembly and the depth gauge assembly is missing the protection sleeve component. No definitive root cause could be determined based on the provided information. It is possible the protection sleeve component was misplaced during use or sterilization. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 319.006. Synthes lot number: h521667. Supplier lot number: n/a. Release to warehouse date: 08may2018. Expiration date: n/a. Supplier: avalign technologies-nemcomed. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 319.006. Synthes lot number: h521667. Supplier lot number: n/a. Release to warehouse date: 08may2018. Expiration date: n/a. Supplier: avalign technologies-nemcomed. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006, lot number h521667) was received at us cq. Visual inspection of the complaint device showed the protection sleeve component was missing and the needle component had broken off from the body component. Device failure/defect identified? Yes.. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the needle component has broken off from the depth gauge assembly and the depth gauge assembly is missing the protection sleeve component. No definitive root cause could be determined based on the provided information. It is possible the protection sleeve component was misplaced during use or sterilization. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in the central sterile department on (B)(6) 2019, the metal tip of the depth gauge was noted to be missing, the universal chuck with t-handle was broken, and the reduction forceps was not ratcheting. It is unknown if there was a procedure and patient involvement. This is report 1 of 2 for (B)(4).